Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that the customer was wearing the insulin pump at time of death, and was in a diabetic coma. It was stated that the customer passed away at home and his wife found him on the bathroom floor. No further info was provided.